Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient database) that the patient did receive one positive curative test result on (B)(6) 2021 at 2:23am. The patient's test sample was collected on (B)(6) 2021 at 1:06pm and later resulted with a viral CT value of 35.96, which falls under the positive range. The patient's sample was located on plate-hdc023373 at position a12. The result for this test was released to the patient on (B)(6) 2021 2:23am as positive. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the result for the patient's sample was reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample was located on plate-hdc023373 at position a12. Plate-hdc023373 contained seven empty wells at positions b10, c4, d3, d7, f8, g5, and g10 - all of which displayed zero human and viral amplification which rules out contamination. Furthermore, plate-hdc023373 was created using the hamilton method in plating and extracted using the tecan method to be prepared for qpcr. Filter plate lot fg3808, tcep lot mkcm6847, wash buffer lot 201108 and elution buffer lot 202809 were used. Moreover, the reagents used to test the patient's sample were within specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 64 was used for pcr. A customer success team member spoke to the patient's mother via phonecall on jan 23, 2021 and explained to her how curative's pcr test works. The team member also explained to the patient's mother the patient's viral CT value and why it fell within the positive range. The patient's mother was also informed that the patient's sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's mother's claim of the patient receiving a false positive. The result of the investigation clearly showed a true positive result.

Event description:
The patient's result was questioned by their mother (next of kin); she believes that her child's test result is a false positive. Mother states that their entire family tested and were all negative, which is why she believes her child received a false positive.